Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple scratches on the screen and it was difficult to read the pump screen. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window.